Event description:
The customer reported the panorama central station kept rebooting, which may have resulted in a loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections included replacement of the system's hard drives. The system was tested to factory's specifications. It functioned normally and was returned to use.